Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen was delayed in responding to presses on the unlock screen. During troubleshooting with tandem technical support the customer had to press the button several times for the pump to be unlocked. There was no impact to the customer's blood glucose (bg) level due to the touchscreen issue. In addition the customer stated that the pump battery was noted to be depleting quickly after it reached 60%. Reportedly, the pump battery depleted fully on one occasion and the pump shut off due to insufficient power. The customer's bg level was 202 (mg/dl). The customer delivered a bolus. It was indicated that the customer would continue to use the pump until the replacement pump was received.